Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a coronary artery bypass graft procedure, there was lots of bleeding at the suture from "punching holes". There was oozing blood from the puncture holes (holes made by the needle) in the blood vessel heavy bleeding occurred and the surgeon needed to make a revision of the coronary anastomosis. There was no blood loss of more than 500cc or unanticipated tissue loss.